Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the red rubber intermittent catheter was flimsy and the patient felt that it was made differently. Per follow up via phone on (B)(6) 2021 the customer noticed a change in the catheters they used for years. The catheters were flimsy which makes them difficult to use. They feel like the diameter was smaller than the indicated 14 fr.

Event description:
It was reported that the red rubber intermittent catheter was flimsy and the patient felt that it was made differently. Per follow up via phone on 17aug2021 the customer noticed a change in the catheters they used for years. The catheters were flimsy which makes them difficult to use. They feel like the diameter was smaller than the indicated 14 fr.

Manufacturer narrative:
The reported event was unconfirmed because the device meets specifications. The product was used for treatment purposes. The product had not caused the reported failure. No root cause could be found because the reported event was unconfirmed. A red all purpose catheter was returned unopened in original packaging. No visual defects were noted. A DHR review was not required as the investigation was unconfirmed. As the reported event is unconfirmed a risk review and labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.